Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level possibly due to occlusion at the insertion site. Blood glucose level at the time of the incident was over 600 mg/dl. It was not noted how the customer treated the high reading. Customer declined to troubleshoot for high readings. The sensor will not be returned for analysis.